Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref#(B)(4).

Event description:
Report rec'd from USA stating that the device had intermittent operation during a laminectomy surgery. No injury or medical intervention occurred. There was no add'l info provided.